Manufacturer narrative:
Additional information was added to d10, h3 and h6. H10: the device was received for evaluation. The actual device was spiked into an empty exactamix 1000ml solution bag. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional leak test was performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Manufacturing facility - this device was manufactured at one of the two following manufacturing sites: baxter healthcare - (B)(4). Baxter healthcare - (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set was leaking where the spike was inserted into a bag; beading of fluid was observed on the outside of tubing near the spike. This issue was identified during patient infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.